Manufacturer narrative:
H10: device evaluation: one ventilator device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt, the device was received with a bowed front panel on the left-hand side of the manometer. The relief pressure knob max end stop is 60. The diaphragm valve was missing. No error codes or event history log (ehl) are available for this device. After performing manometer checks using relief pressure settings, the customer reported issue was confirmed as the manometer needle does not match settings on the relief pressure knob. The root cause of this event is attributed to customer impact whereby the front panel was bent, the relief pressure end cap was out of alignment and the manometer tubing was found to be kinked internally. To correct this issue, the front panel and end cap alignment were re-shaped, and the manometer tubing was replaced. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device manometer was not reading what it was set. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.